Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 500 mg/dl, while wearing the pod on the leg between 4 and 24 hours. At the hospital, the patient was administered insulin and fluids.

Manufacturer narrative:
The device was received fully deployed. The housing vent was observed to be punctured and the bottom housing area near the kill switch was observed to be damaged. Upon pod opening, the kill switch was observed to be engaged and the reservoir was observed to be punctured on the backside. The damages seen on the bottom housing (near the kill switch area and housing vent) lined up with the broken kill switch and punctured reservoir indicating post use damage. Fluid was unable to flow through the intended fluid path due to damaged reservoir. As a result of post use damage, the investigation has been compromised. The device was unable to be downloaded as communication could not be established with the device. Therefore, the device's bluetooth connection was allowed to reset by providing external power to the top battery and bottom battery for 80 hours. After 80 hours, communication could still not be established with the device. Inspection of the pcb found no damages. The exact cause of data loss could not be determined. Investigation found the exposed portion of the soft cannula torn. The length of the soft cannula was measured to be out of specification. It could not be conclusively determined when this damage occurred.